Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 2353983. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter painful irritation occurred and treatment was required. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 on (B)(6) 2023, the patient complained that the puncture site of the indwelling needle on the right upper arm was redness and painful, and the nurse immediately pulled out the indwelling needle after checking. At 18:00 on (B)(6) 2023, the patient complained of aggravated pain at the needle point and enlarged redness, and immediately reported to the doctor to apply xiliaotuo and cold wet compress of magnesium sulfate.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter painful irritation occurred and treatment was required. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 on (B)(6) 2023, the patient complained that the puncture site of the indwelling needle on the right upper arm was redness and painful, and the nurse immediately pulled out the indwelling needle after checking. At 18:00 on (B)(6) 2023, the patient complained of aggravated pain at the needle point and enlarged redness, and immediately reported to the doctor to apply xiliaotuo and cold wet compress of magnesium sulfate.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.